Event description:
This rv was implanted on (B)(6) 2010 and remains implanted. A call received stating that this rv lead threshold has gone up over last year consistently. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).